Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted.. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6). Additional associated products & mdrs: 42532006702; tibia cemented 5 degree stemmed right size d lot# 65132474. MDR: 3007963827-2022-00107.

Event description:
It was reported the patient underwent total knee arthroplasty. When the patient went downstairs, the patient patella bone fractured. In addition to that, keel of the tibia component migrated to anterior medial cortical bone where some cement leaked. No additional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Insufficient information provided to perform a compatibility check. Review of complaint history found no additional related issues for these items and the reported part and lot combinations. X-rays were provided and reviewed by a health care professional. Review found possible fracture involving the superior and inferior pole of the patella and possible disassembly or fracture of the tibial component. Moderate joint effusion and prepatellar edema could indicate trauma. Overall sizing is appropriate. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. X-ray review did not confirm tibial tray migration and patella bone fracture therefore this complaint was not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.